Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e433) was confirmed. In addition, there was abnormal output value due to a generator board failure, and a power switch noise. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an hf unit "esg-400", there was abnormal output and an error code e433 displayed. The event occurred during preparation for use. The therapeutic procedure (thyroidectomy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During investigation, the reported error e433 did not repeat but was confirmed in the device's error log. The investigation determined the error was likely caused by a temporary electrical failure. The causes for temporary error e433 include: scattered electromagnetic fields; user activation of the foot switch during start up; use of a defective foot switch; use of a defective cable between the high voltage power switch and generator board; or use of a defective cable between generator board and relay board. The exact cause was not definitely established. Olympus will continue to monitor field performance for this device.